Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records do not contain a history and physical, hospital progress notes, hospital lab results, dialysis treatment records or hospice progress notes for review. Without these aforementioned items, a conclusion to the causal relationship between the patient¿s dialysis treatment and peritonitis cannot be made. There was no documentation in the medical record that indicates the cause of patient¿s peritonitis. However, patient¿s recent decline (as evidenced by significant, unplanned weight loss) could compromise patient¿s immune system and ability to fight infection. Medical records do not indicate a malfunction occurred with the liberty cycler, liberty cycler set or peritoneal dialysis solution. Medical records reveal patient was not receiving dialysis 2 days prior to death. There is no documentation in the medical record that states there is any causal relationship between the liberty cycler and patient¿s peritonitis.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis registered nurse reported a peritoneal dialysis patient was admitted to a rehab facility due to declining health. Subsequent medical records were provided by the patient's treatment facility. On (B)(6) 2016 the patient presented to the hospital with generalized weakness and abdominal pain. He was diagnosed with peritoneal dialysis related peritonitis and was treated with ceftriaxone 1000mg daily. Recently the patient had a 40lb weight loss, nausea and lack of appetite. A decision was made to place the patient in hospice. The patient's last peritoneal dialysis treatment was on (B)(6) 2016 in the hospital. The patient was transferred to hospice on (B)(6) 2016 and passed away the following day on (B)(6) 2016.